Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model#: sc-4316, lot #: 14973260, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's implant was becoming superficial and the pocket site was very tender to touch. An actual breakage of the skin with a size of a pin hole was seen with the ipg coming out of the pocket. The patient underwent an explant procedure wherein the entire scs system was removed.